Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) was returned to the distributor for evaluation. The reported problem (download code 203: sd card fault) was confirmed. Upon investigation the monitor sd card was defective, causing the reported code 203. The monitor ECG acquisition and pulse delivery circuitry was fully functional, and patient protection was not affected. The root cause of the defective files on the sd card could not be positively identified. Electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Manufacture date: monitor - (B)(4) - 12/29/2015, belt - (B)(4) - 10/13/2015. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient was treated by the lifevest. The patient reported that the patient was sleeping at the time of the treatment delivery. Review of the patient's downloaded flag files revealed that one treatment shock was delivered to the patient. The shock occurred on (B)(6) 2019 at 04:34:57. Due to an sd card fault, the patient's ECG rhythms at the time of the treatments is unknown. The response buttons were not pressed during the event. The patient received medical attention at a hospital and continues to wear the lifevest. As the appropriateness of the treatments is unknown, reporting this event out of an abundance of caution.